Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a kinked/bent cannula. Reportedly, the customer experienced an elevated blood glucose (bg) level of 464 mg/dl and diabetic ketoacidosis (dka). The customer was treated via intravenous (IV) insulin drip and IV saline drip. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information was provided.